Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a red screen fault generator code when interrogated. When printing this screen, the model number was listed as h175, renewal 3 which was not correct as the device is a h135. The device will administer tachy therapy only. The device was interrogated one month ago and did not display any abnormal values. The patient reported feeling weak. The patient is scheduled for a replacement next week.